Event description:
Baxter (B)(4) review of the device event history determined a battery depleted set alarm caused interruption of delivery on a colleague infusion pump. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A follow-up MDR will be submitted if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted set alarm was confirmed by baxter personnel. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.06.00.